Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was implanted in the pt; therefore, a physical evaluation will not be performed. We are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that clinicians were performing the therapeutic implant of a vaxcel implantable port in a pt. The peel-away sheath began to peel appropriately along the perforation to about 1/4 of the way down, but then broke off. The physician then obtained hemostats to work with the sheath and was able to successfully complete the pt procedure with the existing sheath. There was no adverse effects on the pt as a result of the reported malfunction.